Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011

Event description:
Endplate detached during post fixation final tightening.